Event description:
It was reported that the physician was attempting to use a 2.75mm diameter x 18mm length endeavor resolute (rx) drug-eluting stent to treat a lesion with 90% stenosis located in cx-mid. Pre-dilatation was performed. It was reported that the endeavor resolute device could not pass the lesion. The physician pulled back the stent from the patient and noticed that the stent's mid-point was damaged. It was reported that another stent was used to complete the procedure. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results: deformation problem.

Event description:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification. The hypotube was kinked at the start of the where it is attached to the strain relief and 67cm from the start of the strain relief. On inspection it was also noted that there was no further abnormalities or damage to the rest of the stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿failure to deliver stent and stent deformation. No results available since no evaluation was performed- no device or cine images sent for review. Patient condition affected effectiveness of the device - patient lesion morphology, 90% stenosis. Evaluation conclusion: device failure / lack of effectiveness related to patient condition - patient lesion morphology, 90% stenosis. Known inherent risk of procedure- failure to deliver stent and stent deformation. (B)(4).